Manufacturer narrative:
The reported event of ¿insufficient heatseal¿ is confirmed. One 131309a returned unopened in original packaging. The lot number of the device, 202003194 was verified. A visual inspection found an open hole in the packaging of the devices the manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 77 complaints, regarding 150 devices, for this device family and failure mode. During this same time frame 6,129,010 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: to inspect and test each device before use. These devices should never be used when: there is visible evidence of damage to the exterior of the devices such as cracked or damaged plastics or connector damage. These devices fail the inspection described herein. Sterility guaranteed unless package has been opened, broken or damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, (B)(4), for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.